Event description:
An endurant iis bifurcated stent graft was implanted during an endovascular procedure for the treatment of a ruptured 50mm abdominal aortic aneurysm.  It was reported via the post procedure angiogram that there was a presence of a type ia endoleak. The physician re-ballooned the proximal aorta but the type ia persisted.  It was reported 2 days later, the patient underwent an open exploratory abdominal repair. The blood loss and prolonged hypotension led to multi-system failure and the patient expired. No cause of the type ia endoleak was provided. No cause of the type ia endoleak was provided.  No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
Concomitant medical products other relevant device(s) are: product ID: e tlw1613c156e, serial/lot #: (B)(4), ubd: 14-jan-2023, UDI#: (B)(4); product ID: etlw1613c146e, serial/lot #: (B)(4), ubd: 17-aug-2023, UDI#: (B)(4); product ID: etlw1613c146e, serial/lot #: (B)(4), ubd: 29-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.